Event description:
Customer's family member called to report that although the syringe door seemed to be closing properly, the door on customer's pump was found open and an excessive amount of insulin was pushed into customer's body. The pump was not worn in an accessory leather case. Customer's bgs had already been treated before this call.